Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a pair of ted stockings. The customer stated that a pt had an allergic reaction (shortness of breath, itching and hives) to the t.e.d. Anti embolism stockings. The pt had a known allergic reaction to latex. The pt was sent to the emergency room where she was given an IV and prescription medications.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.